Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was irritation and infection around the generator incision site with delayed wound healing. The outcome was resolved without sequelae. Interventions included medication administered specifically keflex 500 mg tid. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included examination which showed sub - 1 verified infection and prescribed antibiotics. The etiology was noted as possibly related to the device or therapy and related to the implant procedure. The etiology was noted as implantable neurostimulator (ins) pocket. The patient reported potential infection around the incision site.